Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6 h11 clarification to d6a - implant date: 2007 (year only received) laboratory analysis summary the device related to the reported event of rupture was received on january 10, 2025 with lot number 1284083. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.